Event description:
The reporter indicated that a 12.6mm vicm5 12.6, -11.00 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's right eye (ID) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight, ethnicity, and race - unk. (B)(4).